Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an errhwbbt. No additional patient or event information is available. No product was returned for evaluation. Data was received and hardware errors were found. The complaint was confirmed with data. A root cause could not be determined.